Manufacturer narrative:
The device was manufactured february 09-10, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 1000 ml eva tpn bags were leaking at the right port. There was no report of patient injury or medical intervention associated with this event. No additional information is available.